Event description:
Information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced low impedance and increased urinary frequency. They did not feel stimulation, and interrogation on (B)(6) 2022 showed low impedance in lead zero. The patient had reported increased frequency, which led to the interrogation. The event was related to the device or therapy, and not related to the implant procedure. They were reprogrammed on (B)(6) 2022, and the event was ongoing.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va100qd, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va100qd serial# implanted: (B)(6) 2015 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that explanted/replaced component: entire system action date: (B)(6) 2022 and the issue was resolved without sequelae (B)(6) 2022.

Event description:
Additional information was received. It was reported that the patient did not feel stimulation. Verbalized loss of therapy, increased urinary frequency. Device was interrogated (B)(6), 2020 and found to have low impedance. It was discussed to change the lead in 1 year when the battery would need to be changed, however on the (B)(6), 2022 visit the battery was still good and would be rechecked in one year. Additional information was added stating that low impedance for lead zero for visits: (B)(6), 2020 and (B)(6), 2022. Lead 3 also on (B)(6), 2022. The patient was reprogrammed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.